Event description:
It was reported that during an open low anterior resection, the adjusting knob was difficult to rotate at first after the device approached the rectum and the retaining pin was moved forward. After that, the adjusting knob could be rotated and the indicator was confirmed to be within the green zone. The tissue was clamped with the jaws for 2 minutes. After 2 minutes being clamped, the device was fired and the tissue was cut. After that, a leak was found from the distal part of the staple line soon after the device was released. Most staples were malformed and some unformed staples. Additional suture by hand was performed to close as the device was fired on the rb and the below part could not be stapled. A double stapling technique was performed for anastomosis. The covering stoma was created. A minor leak was found from the anastomosis part the next day. The doctor commented that he had not confirmed whether the pin had been set into the anvil hole.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: during the proceudre, the clamped tissue was trimmed as many as possible, but it multiply-stacked in the jaws a little. There were no difficulties in grasping the firing trigger at the firing. A leak was found from the distal part 1/3 near from the retaining pin of the staple line. A leak test was performed before dst but not after dst. The neraton tube was inserted from anus into the patient for a leak test pressurized with a syringe. The covering stoma was created due to the event. The covering stoma was considered temporary, but a follow-up was needed. The doctor had explained the possibility of stoma before the operation. The next day ((B)(6)), a minor leak was found from the anastomosis part as 30-40 ml stool was found in a left plait drain effluent. A stool was not found in a right j vac drain effluent. As of (B)(6), drainage has been continued for the post procedure leak. The covering stoma will be closed, but no re-operation for the post procedure leak is scheduled at this time. The patient is stable and started meals from on (B)(6). The doctor considered the post-operation leak was attributed to the device though it was not identified whether the device's initial failure or improper use. Besides, it was doubt that the target tissue was ligated properly with a buried suture because the target tissue was deep. It can't be denied that a leak from outside because the buried suture was performed as staples were left inside.

Manufacturer narrative:
(B)(4). Damaged adjusting knob. The analysis results showed that the device was received with the hook shroud opened and with a cartridge loaded on the device. The cartridge was returned fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.